Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 3 months. The device was not explanted. A correlation between the reported cva and the device could not be determined. The medical professionals reported the event was not device related. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the neurology unit at a community hospital on an unspecified date with a cerebrovascular accident (cva) and was managed by a neurologist. The patient subsequently expired with the cause of death reported as due to the cerebrovascular accident. It was reported by the medical team that the cva was not related to the device. No additional information was provided.